Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: underweight, device appearance (observed 40 mm dark patch edge material inside gel device) broken. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening, observed striated opening in the anterior side and missing piece of the shell due to inconclusive. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening; a striated edge opening on anterior due to surgical damage and missing piece of the shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This record relates to the left side.